Event description:
It was reported that this patient was admitted to nicu due to "cause of coma to be investigated" on (B)(6) 2020. Because of the need of liquid treatment, a pqc catheter was placed from the right basilic vein under the guidance of ultrasound using the seldinger technique on (B)(6). 35 cm of the catheter was inserted with another 3cm exposed externally. The puncture succeeded by one time and the catheterization went smoothly. On february 1, the catheter was found to be detached and ruptured at the 0.5 cm mark outside the 0 cm mark. Catheter withdrawal was performed immediately.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a break was confirmed, but the cause could not be determined from the photograph that was provided for investigation. The photo showed a per-q-cath PICC with a break in the tubing at the distal end of the taper of the molded hub. The characteristics of the broken ends of the catheter could not be observed in the photo. The molded wings were secured to a statlock stabilization device. Both ends of the statlock wings did not appear to be secured to the patient. What appeared to be a tube or insulated wire was located beneath the end of one wing of the statlock device. A corner of a dressing was observed in the photo near the catheter tubing. Since a break in the catheter was evident in the photo, the complaint was confirmed; however, there was insufficient evidence to determine cause of the reported event. As evidence of use was observed in the photo, potential contributing factors include tensile damage from patient interference or dressing change. A lot history review (lhr) of reds2337 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (reds2337) have been reported from the same facility in china.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reds2337 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (reds2337) have been reported from the same facility in (B)(6).

Event description:
It was reported that this patient was admitted to nicu due to "cause of coma to be investigated" on (B)(6) 2020. Because of the need of liquid treatment, a pqc catheter was placed from the right basilic vein under the guidance of ultrasound using the seldinger technique on (B)(6). 35 cm of the catheter was inserted with another 3cm exposed externally. The puncture succeeded by one time and the catheterization went smoothly. On february 1, the catheter was found to be detached and ruptured at the 0.5 cm mark outside the 0 cm mark. Catheter withdrawal was performed immediately.